Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 33 mg/dl and 119 mg/dl which was treated with food and glucose tablets. Customer was experienced symptoms like shaking, sweating, anxiety, belligerence and weakness. The customer also stated that they did allege insulin pump was over delivering. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was neither in emergency room nor admitted into hospital. Customer stated that top of reservoir compartment was crack. Customer stated that retainer ring was not damage. Customer was using auto mode feature of the insulin pump. The insulin pump will be and reservoir will not be returned for analysis.